Manufacturer narrative:
Patient pain was reported. The ambicor device was visually inspected and functionally tested. No leak was found. Both cylinders and the pump performed within specifications. Review of the manufacturing records for batch 1000167587 from container 22695316-005 confirmed that there was a total of 1 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 1 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced pain throughout the penis days after the surgery. At first the physician suspected an infection however when performing the extraction surgery no evidence of an infection was found in the tissue. The device was explanted. A patient outcome of stable was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain throughout the penis days after the surgery. At first the physician suspected an infection however when performing the extraction surgery no evidence of an infection was found in the tissue. The device was explanted. A patient outcome of stable was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.